Event description:
This lead was implanted on (B)(6) 2012 and was noted on (B)(6) 2016 that the lead exhibited noise on the shock channel. The physician was unknown at (B)(6) in germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).